Event description:
Event description this implantable cardioverter defibrillator (ICD) experienced a memory reset during incoming testing at cpi. There are no clincial allegations regard to device performance. August 22, 1997, cpi learned that this ICD was explanted because of normal battery depletion.